Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device upgrade procedure the right ventricular (rv) lead became stuck in the patients cephalic vein due to their anatomy. During the attempted removal of the rv lead the high voltage coil unravelled and the distal tip of the lead remained stuck. The lead was cut and capped. No patient complications have been reported as a result of this event.